Event description:
It was reported the pump was fine until (B)(6) 2014 when it had stalls and recoveries and then was explanted. It was not believed that there were any magnets in the environment. It was noted the patient was ¿sick for days¿ and thought she had the flu, but it turned out that it was the motor stalls and withdrawals making her sick. It was unknown what drug the pump was being used to deliver. Details surrounding the event such as when the patient¿s symptoms began, when in (B)(6)the stalls occurred, if the stalls recovered, how long the pump was stalled for, the cause of the motor stalls, and the patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a consumer. From the middle of (B)(6) 2014, the patient had severe withdrawal symptoms from the pump not functioning properly and a special appointment found the pump was beeping several times day and night. Neither the healthcare provider (hcp) or device manufacturer representative (rep) could understand why the pump was not functioning properly. It was then decided that the pump should be replaced. The pump was subsequently replaced on (B)(6) 2014.

Event description:
Additional information received from a consumer reported the patient severe withdrawal symptoms due to the pump not functioning properly. The patient had a special appointment in (B)(6) 2014 due to the withdrawal and severe withdrawal. The pump was determined to be defective and was replaced in (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on 2015-08-03 from the (B)(6) female consumer via (B)(4) regarding the pump that had been implanted (B)(6) 2009. The indication for use was noted as angina, non-malignant pain, and post lumbar laminectomy syndrome. The consumer stated the pump died abruptly leaving her with withdrawal symptoms for two weeks. The consumer stated that they were horrible and she thought she was going to die. Caller stated this pump was replaced (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).